Event description:
While attempting to draw blood, the needle of the blood collection device broke off and was lodged into the vacutainer tube (leaving an exposed needle). There was no report of pt harm. Medical intervention was not required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.